Manufacturer narrative:
Tightness of the knee was reported. A manipulation under anesthesia was performed post-operatively by the surgeon. Patient is being revised to an off the shelf implant system. Review of the device history record indicates the device was manufactured to specification.

Event description:
Tightness of the knee was reported. A manipulation under anesthesia was performed post-operatively by the surgeon. Patient is being revised to an off the shelf implant system.